Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter questioned positive results for 9 patient samples tested for elecsys rubella igg (rubella igg) on a cobas e 402 analytical unit compared to a cobas e801 analyzer at another laboratory. On (B)(6) 2024 patient 1 result from the e402 analyzer was 21 iu/ml (positive). The result from the e801 analyzer was 7.6 iu/ml (negative). On (B)(6) 2024 patient 2 result from the e402 analyzer was 15.3 iu/ml (positive). The result from the e801 analyzer was 6.1 iu/ml (negative). On (B)(6) 2024 patient 3 result from the e402 analyzer was 60.7 iu/ml (positive). The result from the e801 analyzer was 5.6 iu/ml (negative). On (B)(6) 2024 patient 4 result from the e402 analyzer was 14 iu/ml (positive). The result from the e801 analyzer was 4.8 iu/ml (negative). On (B)(6) 2024 patient 5 result from the e402 analyzer was 21.7 iu/ml (positive). The result from the e801 analyzer was 6.9 iu/ml (negative). On (B)(6) 2024 patient 6 result from the e402 analyzer was 40.2 iu/ml (positive). The result from the e801 analyzer was 3.5 iu/ml (negative). On (B)(6) 2024 patient 7 result from the e402 analyzer was 45.3 iu/ml (positive). The result from the e801 analyzer was 7.4 iu/ml (negative). On (B)(6) 2024 patient 8 result from the e402 analyzer was 16.2 iu/ml (positive). The result from the e801 analyzer was 4.4 iu/ml (negative). On (B)(6) 2024 patient 9 result from the e402 analyzer was 17.2 iu/ml (positive). The result from the e801 analyzer was 7.7 iu/ml (negative).

Manufacturer narrative:
The customer collected 17 new samples, which were submitted for investigation. These were not the same samples from the original complaint. The 17 new patient samples were tested for rubella igg on a cobas e 402 analytical unit and a cobas e801 analyzer used at the investigation site. The customer's reagent lot (815316) and an additional reagent lot (856046) were used. All of the rubella igg results from both analyzers and reagent lots were positive. The investigation did not reproduce the customer's observation. The investigation did not identify a product problem.